Manufacturer narrative:
The solex catheter was discarded by the customer and will not be returned for investigation. Therefore, a physical investigation cannot be performed.

Event description:
The customer reported the physician felt that he was unable to pull out the solex catheter (lot #unknown) from the internal jugular vein without feeling significant resistance. It is unknown if catheter insertion was smooth or difficult but the physician was experienced in catheter placement. During a troubleshooting call, the staff was advised to suction saline out of the balloons using the proper procedure. The staff did as advised but still felt resistance. They were also advised to have the patient turn their head and to make sure the patient is supine. The customer reported they did not feel comfortable removing the line and is going to call for support from surgery. The dwell time was three days. No impact or consequence to the patient.